Event description:
Complainant alleged that during a routine shift check by a clinician the device was unable to charge using the charge button on the device's front panel. However, device could be charged using the external paddle controls. Complainant indicated that there was no patient involvement in the reported malfunction.